Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Foreign material remained in the air and water nozzles because the equipment was returned to olympus without reprocessing at the facility. The detection method is described in the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and it was confirmed that the air/water supply was out of standard due to the nozzle clogged with debris. The additional evaluation findings are as follows: there was a cut on the control body button #1, the switch/camera button #1 had a pinhole and the plastic distal end cover had minor scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis exera ii colonovideoscope's air/water is not insufflating, there was tightness and the air/water valve was not working. The issue was found during a pre-check/preparation for use for a colonoscopy procedure that was completed with similar device. There was a 3-5 minute delay to switch out the scope. There was no patient impact or harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the air/water nozzle was clogged with debris.